Event description:
Received medwatch form mw1038633. "Soft contact lens user, developed keratitis infection on (redacted) ulcerated 3mm in right eye only. Contact lens: acuve advance with hydraclear - lot b003w5z46m- lens solution: amo complete moisture pluse - lot aa02913 - and amo ultracare 33755 lens drops: alcon clerz plus - 86287f - symptoms: near total vision loss - eventually regained 4/12/06, burning, inflamed eyelid, extreme redness, light-sensitivity. Drugs: allegeran aymar-gatifloxacin opthalmic solution - lot 42423 altaire homatropaire." Multiple attempts made to contact informant by telephone and email. No response received.

Manufacturer narrative:
Lot history review b003w5z. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.